Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a error message of "scan again in 10 minutes" for 2 hours or more when scanning the adc freestyle libre 2 sensor. On (B)(6) 2020, the customer experienced symptoms of "trembling and inner restlessness" however, the customer self-treated with a unspecified medication. The customer further reported being seen at a hospital where a blood glucose of 41 mg/dl was obtained on the hospital meter. The customer was diagnosed with hypoglycemia and treated with oral and IV glucose. There was no report of death or permanent injury associated with this event.